Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the device had over-delivery. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder with "green station is over delivering" was not confirmed or reproduced during service by baxter personnel. The root cause was undetermined. No repair was necessary to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition.